Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary keyboard was not working. The customer stated touchscreen was working but the key was not responding. Additionally, when they enter the username, the keyboard was making clicky sound and not responding at all. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the keyboard had not been working and had been making noise without responding. A technical support specialist (tss) advised the customer to reboot the station, and the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.